Event description:
The customer reported that smoke and fire were observed to be coming from the device.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this compliant is still under investigation.